Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient condition was not reported.

Event description:
New information noted that patient was stable post procedure.

Manufacturer narrative:
The reported field event of battery performance alert was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.